Event description:
It was reported that the patient had a lead revision to explant and replace a lead. It was noted that high impedance was measured on the lead. It was further noted that the lead was broken or fractured. It was noted that x-rays and reprogramming was done. It was further noted that there were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Manufacturer narrative:
Product ID: 355039, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.